Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The event occurred on an unspecified date and involved a plum 360¿ infuser device. The customer reported that on the order summary of the report, it was stated that the device "would not work during a code blue." The device was brought to the shop from csr and they are waiting for management direction. No further information has been provided.